Event description:
It was reported the procedure was being performed on (B)(6) yr/old in the anesthesia and resuscitation department. The physician encountered difficulty when inserting the guide wire through the needle. During removal of the wire and needle, the wire broke and a piece was retained under the pt's skin. As a result, the piece of wire was removed with difficulty by pulling it from the pt. No cut down procedure was required. A new catheter was placed for the pt. There was a delay in treatment with no pt harm and no pt death was reported.

Manufacturer narrative:
(B)(4).